Event description:
Boston scientific crm received information that an alert was received via latitude reporting that this device was programmed to a value other than monitor + therapy. It was then reported the device had been turned off during atrio-ventricular delay (avd) optimization with echo and wasn't turned back on. The last information received was the facility planned to bring the patient in as soon as possible to program the device back to monitor + therapy. No adverse patient effects have been reported. Additional information indicated that this device displayed high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
This device was explanted. An attempt was made to get additional information. If additional information is received this report will be updated.